Event description:
Allegedly, patient revised due to pain and suffering, inflammation causing damage to or loss of surrounding tissue and bone. Revision surgery showed metallosis and dark/gray fluid.

Manufacturer narrative:
This is the same event as 3010536692-2015-01061, -01062.